Event description:
It was reported the unit is experiencing a test failure. No patient involvement reported at this time.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. Based on the information available and the testing conducted, the cause of the reported problem was defective som pca, therapy pca and battery signal cable. The reported problem was confirmed the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after replacement of som pca, therapy pca and battery signal cable were completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. If additional information is received the complaint file will be reopened.